Event description:
A renegade hi-flo catheter was uneventfully positioned across the neck of the internal carotid artery (ica) supraclinoid aneurysm. However, as the stent was advanced through the highly tortuous curved inferior ica there was a severe vessel dissection 1cm distal to the carotid bifurcation. The physician removed the catheter and the stent. The dissection was treated using three stents. The procedure was aborted. The patient condition was reportedly stable with no residual effects. The physician stated that the extremely tortuous anatomy and the patient's poor vessel condition have contributed to the reported vessel dissection.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
A renegade hi-flo catheter was uneventfully positioned across the neck of the internal carotid artery (ica) supraclinoid aneurysm. However, as the stent was advanced through the highly tortuous curved inferior ica there was a severe vessel dissection 1cm distal to the carotid bifurcation. The physician removed the catheter and the stent. The dissection was treated using three stents. The procedure was aborted. The patient condition was reportedly stable with no residual effects. The physician stated that the extremely tortuous anatomy and the patient's poor vessel condition have contributed to the reported vessel dissection.